Event description:
Customer reported receiving a compromised force sensor system alarm. The customer's blood glucose 102 mg/dl. Troubleshooting found the customer's drive support cap appeared to normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).